Manufacturer narrative:
(B)(4). Visual examination of the returned head/insert/stem finds no abnormal wear. Black substance is noted in the female and on the male tapers. Scratching (likely from extraction) noted on the edge of the liner. A search of the complaints databases against the 2489164 lot code finds one other report for a revision due to pseudotumor. A review of the DHR (device history record) for product number 962713000 , lot number 2489164 found no anomalies. A search of the complaints databases against the remaining product/lot code combinations found no other reports. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The patient will be revised due to anomaly attributed to mom. Doi (B)(6) 2010, dor will be (B)(6) 2013. On (B)(6) 2010, tha was done with s-rom mom. No patient information is available.